Event description:
It was reported to the MFR that the vns pt was hospitalized due to an infection at the generator site. Antibiotics were administered in the or and the pt's generator was explanted due to the infection. The infection is believed to be related to vns therapy. There was no manipulation at the device site that could have contributed to the reported event. Cultures have not been taken yet to confirm infection. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.